Event description:
Customer reported that she was hospitalized because she fell and broke two bones and high blood glucose. Customer stated that her blood glucose reading was 330 mg/dl. Customer stated that while she was hospitalized the doctor gave her an insulin injection, her insulin pump was also connected and her blood glucose dropped to 27 mg/dl. Customer stated that her insulin pump was alarming battery out limit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.